Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported receiving false positive for giardia and cryptosporidium on multiple runs. Sss reviewed the log file and database and noticed that there is a drift in the rox channel. Application specialist arrived on site and assisted the customer with samples. The customer ran three samples all with negative results. Currently the internal team is discussing potentially replacing the instrument for the customer. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 21jan2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct1375 and in july 2021, the instrument experience multiple false positive results for cdiff on lane b1. Field service check for operation of the heaters and readers and performed qpm on the instrument. No sample were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by sss review of the database and log file. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Assays used: ct3175. " - problem description: false positive results for cryptosporidium and giardia while using cat 442960. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Assays used: ct3175 " - problem description: false positive results for cryptosporidium and giardia while using cat 442960. "